Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully, ensuring no recurrence of the malfunction code. The customer was advised to continue using the pump and instructed to call back if any issues reappeared.